Event description:
It was reported dr. (B)(6) revised an omniflex stem that was loose upon inspection.

Manufacturer narrative:
Method - complaint history. An evaluation of the revised devices cannot be performed as the devices were retained by the pt and were not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested, but not made available due to hospital guidelines and protocols. The product experience reporting database from 2004 to present was reviewed for similar events regarding implant loosening. There have been no other related events for the reported catalog number. Should additional info become available, the evaluation summary will be submitted in a supplemental report.